Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has system failure shutdown. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, e3, g3, g6, h2, h11. Corrected fields: h8.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has system failure shutdown. There was no patient harm.